Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. A callback as made to a patient in regards to their implanted neurostimulator. The reason for the call was: pt had emailed requesting contact regarding "removal or replacement of current nerve stimulator". Pt says it has not worked for over two years and said they are "currently having some extreme issues with pain/numbness in their left leg. I can not have an MRI with this stimulator. Was told though that there is a stimulator that will allow mris". Pt said "healthcare professional (hcp)  stated today that this can not be removed or replaced without the approval of the manufacturer which I truly do not understand how your input should be any part of my decision my body. But yet here we are. They are starting with the shots again". Called pt on talked to their spouse and they said the device stopped working over 2 years ago. The pt rep repeated details that were in the patients email, including their trouble walking and their need to get an MRI. They said pt can barely walk without taking a break. They said the pt has a pi nched nerve in their hip or the infusion they had a few years ago could have caused discs to compress so they need an MRI. They said pt no longer has a managing hcp. Pt rep said they talked to patients implanting hcp and were told a manufacturer representative (re p) has to come to their appointment. Reviewed rep role, and redirected to hcp about a device explant/change out. Also emailed hcp listings at the request of the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2024. The pt clarified regarding the report that the "device hadn't worked for over two years" stating there was not a device concern or change in therapy. They explained that they used the device a lot and it probably quit due to wear and tear. It worked real well at calming the "buzzing" in their legs. The pt stated they were to blame for not charging the ins regularly. They stated they did get 7.5 to 8 years of use out of it. The pt was still hoping to get a replacement device (newer model). Pt weight was provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that there were no changes- battery wouldn't charge anymore after 8 years. Patient stated it was implanted in 2014 and stopped charging early 2022. There were no activity changes. Patient leg pain overcovered recently due to war and tear in their lower back. L5 and l4 are fused. L3 is now causing pain in lower back (lots) and often walking 200 feet or more it feels like they have a screwdriver stuck in their leg and hip socket. Patient will hopefully have the implantable neurostimulator (ins) replaced with a new unit. They will possibly have surgery. Patient has upcoming healthcare provider (hcp) appointment.